Event description:
As reported from the clinical study- (B)(6), the patient experienced cerebral infarction approximately 16 months post index procedure. At the time of index procedure on (B)(6) 2011, the procedure was coil embolisation assisted with vrd(enc452812/01424846, enc452812/01427234) of ba-tip. The unruptured saccular aneurysm neck was 10.6mm, and the neck to sac ratio was 10.6mm:11.7mm. The parent vessel size diameter from basilar artery to right posterior cerebral artery, proximal was 3.5mm and distally was 2.5mm. Mrs before the procedure on (B)(6) 2011, was 0, after the procedure on (B)(6) 2011, was 0. The act was 138 seconds pre anticoagulation and 232. On (B)(6) 2011, the 1st vrd(enc452812/01424846) was initially placed from basilar artery to right posterior cerebral artery along the target aneurysm. The procedure was successfully completed without any further issues. No patient injury/complications were reported. On (B)(6) 2011, the 2nd vrd(enc452812/01427234) was navigated into basilar artery through 1st vrd strut and deployed with the distal end in the contralateral posterior cerebral artery and the proximal portion overlapping the first stent in the basilar artery. Then, the coil embolisation was performed. The procedure was successfully completed without any further issues. Mrs on (B)(6) 2011, was 0. No patient injury/complications were also reported. On (B)(6) 2012, the patient had an episode of cerebral infarction of basilar tip. It was reported that action taken was endovascular treatment for cerebral infarction. As she hospitalized at other hospital, the physician could not confirm the details. The event outcome is unknown. According to the physician, the relationship of event to the procedure was unknown but to the vrd was highly probable because he considered that it was caused by 2 vrds that were placed across treated aneurysm.

Manufacturer narrative:
It was reported via the (B)(6) clinical study that approximately 3 months after staged placement of two enterprise vrds in a -configuration for coil embolization of a basilar tip aneurysm , enc452812/01424846 followed by enc452812/01427234 six weeks later, the patient had a cerebral infarction and underwent endovascular treatment for the cerebral infarction. It was reported that the outcome is unknown but the relationship of the event to the enterprise vrds was highly probably as the physician considered that it was caused by two vrds which were placed across the treated aneurysm. At index procedure the first enterprise vrd (enc452812/01424846) was initially placed from basilar artery to right posterior cerebral artery along the target aneurysm. The procedure was successfully completed without any further issues. No patient injury/complications were reported. Approximately six weeks later the second enterprise vrd (enc452812/01427234) was navigated into basilar artery through 1st vrd strut and deployed with the distal end in the contralateral posterior cerebral artery and the proximal portion overlapping the first stent in the basilar artery. Then, the coil embolization was performed. The procedure was successfully completed without any further issues. No patient injury/complications were also reported. Three months and one week later the patient was hospitalized at another hospital with an episode of cerebral infarction of the basilar tip. It was only reported that action taken was endovascular treatment for cerebral infarction. As she hospitalized at other hospital, the physician could not confirm the details. The outcome two months later was reported as unknown. The patient was a female of (B)(6) years old with medical history of hypertension and clipping of left middle cerebral artery aneurysm. The unruptured saccular aneurysm neck was 10.6mm, and the neck to sac ratio was 10.6mm:11.7mm. The proximal parent vessel size diameter from basilar artery to right posterior cerebral artery was 3.5mm and distally was 2.5mm. The proximal parent vessel size diameter from basilar artery to left posterior cerebral artery was 3.5mm and distally was 2.6mm. The modified rankin score (mrs) before the procedure, 4 days post index procedure and six weeks post index procedure was 0. At index procedure the act was 132 seconds pre anticoagulation and 232 seconds post anticoagulation. The occlusion rate of aneurysm was 90% after the procedure. The stents remain implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise lot 01427234 and lot 01424846. The device history record reviews also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) medical¿s internal receiving inspection records for the stents issued to the involved lots. The device history records indicate that these products were final inspection tested at (B)(6) medical and were determined to be acceptable. Cerebral infarction is a known potential adverse event associated with the use of the enterprise vrd as outlined in the instructions for use (IFU). Additionally the IFU precautions that the performance and safety of two or more overlapped stents has not been established. Patient factors, clinical, and procedural factors may have contributed to the event with no indication of any device manufacturing or performance issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1058196-2013-00318 and 1058196-2013-00319.

Manufacturer narrative:
It was reported via the japan pms enterprise clinical study that approximately 3 months after staged placement of two enterprise vrds in a -configuration for coil embolization of a basilar tip aneurysm , enc452812/01424846 followed by enc452812/01427234 six weeks later, the patient had a cerebral infarction associated with enterprise thrombosis and underwent endovascular treatment for the cerebral infarction/thrombosis. It was reported that the outcome is unknown but the relationship of the event to the enterprise vrds was highly probably as the physician considered that it was caused by two vrds which were placed across the treated aneurysm. At index procedure the first enterprise vrd (enc452812/01424846) was initially placed from basilar artery to right posterior cerebral artery along the target aneurysm. The procedure was successfully completed without any further issues. No patient injury/complications were reported. Approximately six weeks later the second enterprise vrd (enc452812/01427234) was navigated into basilar artery through 1st vrd strut and deployed with the distal end in the contralateral posterior cerebral artery and the proximal portion overlapping the first stent in the basilar artery. Then, the coil embolization was performed. The procedure was successfully completed without any further issues. No patient injury/complications were also reported. Three months and one week later the patient was hospitalized at another hospital with an episode of cerebral infarction of the basilar tip. It was only reported that action taken was endovascular treatment for cerebral infarction. As she hospitalized at other hospital, the physician could not confirm the details. The outcome two months later was reported as unknown. The patient was a female of (B)(6) old with medical history of hypertension and clipping of left middle cerebral artery aneurysm. The unruptured saccular aneurysm neck was 10.6mm, and the neck to sac ratio was 10.6mm:11.7mm. The proximal parent vessel size diameter from basilar artery to right posterior cerebral artery was 3.5mm and distally was 2.5mm. The proximal parent vessel size diameter from basilar artery to left posterior cerebral artery was 3.5mm and distally was 2.6mm. The modified rankin score (mrs) before the procedure, 4 days post index procedure and six weeks post index procedure was 0. At index procedure the act was 132 seconds pre anticoagulation and 232 seconds post anticoagulation. The occlusion rate of aneurysm was 90% after the procedure. The stents remain implanted. (B)(6) medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise lots 01427234. The device history record reviews also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6) medical¿s internal receiving inspection records for the stents issued to the involved lots. The device history records indicate that these products were final inspection tested at lake region medical and were determined to be acceptable. Thrombosis and cerebral infarction are a known potential adverse events associated with the use of the enterprise vrd as outlined in the instructions for use (IFU). Additionally, the enterprise vrd label for use precautions that the performance and safety of two or more overlapped stents has not been established. Patient factors, clinical, and procedural factors may have contributed to the event with no indication of any device manufacturing or performance issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information received from the japan enterprise study indicated that the angiogram revealed cerebral infarction in basilar tip artery due to vrd thrombosis. The initial report previously indicated cerebral infarction of the target site. This one of two products reported under (B)(4). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Ir was reported that vrd thrombosis was identified from the scanned images by ct2. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1058196-2013-00318 and 1058196-2013-00319.